Event description:
It was reported that during the procedure, while passing the proximal cx the stent dislodged from the balloon, but remained on the guide wire in the proximal part of the cx. Numerous attempts were made to pass through the stent with a balloon catheter to try to inflate it distal from the stent and pull the complete system back into the guiding catheter. However, these attempts were unsuccessful and the stent was deployed at an unintended site. No other information was available.